Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 458 mg/dl, 360 mg/dl and 140 mg/dl. Customer also reportedly received the following results on the aviva system on a different day within 10 minutes: 230 mg/dl, 312 mg/dl and 140 mg/dl. The same vial and lot of test strips were used. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided. .